Event description:
On (B)(6) 2013, the patient contacted animas stating that the battery cap would not secure to the pump and therefore the pump lost power. The patient denied damage to the battery cap. The patient reportedly was able to eventually secure the battery cap to the pump and the pump was able to successfully power on. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation there was an issue with the battery cap.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: a test pump was used to complete this investigation. The battery cap was able to be properly attached to the pump without the yellow o-ring visible. With the battery cap properly in place, the pump did not experience power interruption or rebooting. The cap was able to be removed from the pump without issue. The battery cap spring was noted to be secure and the battery was measured and found to be within specifications. No battery cap defect was found during the investigation.